Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 1 event had patient involvement; no patient impact. 4 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 device investigation types have not yet been determined. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 1 event had patient involvement; no patient impact. 4 events had the patient receive a burn.